Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the time on the pump reset. Customer's blood glucose level was 96 mg/dl. Customer reported that the buttons were really hard to push. Customer had to use a screwdriver. Customer had complaints about the silhouettes and how she is having a difficult time. Customer will meet with their trainer tomorrow. Customer had to teach herself how to use the silhouettes. Customer was advised to call back if issues occur. No additional information provided.